Event description:
Customer reported she was filling her tubing on her pump and when she released the button the tubing filled to 30 units. The device alarmed max filled then it was fallowed by a button error alarm. Customer's blood glucose was 273 mg/dl. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and down button dome switches. No button error alarm during our testing. Unable to verify max delivery alarm due to button keypad anomaly. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.